Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. External insulation abrasion was found at 12.2-12.5cm from the connector pin. Another external insulation abrasion was found at 40.7- 41.2cm from the distal tip. The eetfe and ptfe were intact. The abrasion found in these locations is consistent with lead friction to the ICD can.